Manufacturer narrative:
Qn#(B)(4). The customer returned an introducer needle and ars from an opened cs-25703-e kit. The arrow raulerson syringe (ars) and introducer needle were examined. No issues or defects were identified with ars or introducer needle. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe(where provided) into vein and aspirate." The hub of the introducer needle was connected to the ars syringe. The needle was submerged in water, and aspiration was replicated. The plunger was then depressed, and water exited the bevel of the needle. No leaks were detected during aspiration or purging of the water. The returned introducer needle fits on the returned ars and requires moderate force to be removed. No issues were identified. The connection between the syringe and the needle was compared with a lab inventory ars syringe and introducer needle. The returned ars was attached to a lab inventory introducer needle. The returned introducer needle was attached to a lab inventory ars. No major differences were detected. The nose of the ars was inserted into the female luer gage and was within the specified range. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luers conform to iso 594-1:1986. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The customer report of ars syringe/needle connection issues could not be confirmed by complaint investigation. No anomalies were identified. The returned syringe and introducer needle were able to aspirate and purge water with no leaks being detected. The connection between the returned needle and syringe was also compared to another syringe and needle from lab inventory and no major differences were detected. Both luer connectors met iso 594-1:1986 luer taper requirements. A device history record review was performed with no relevant findings. No problem was found with the returned components. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "the needle does not fit with syringe" no patient harm reported. A new needle was obtained for use.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the needle does not fit with syringe". No patient harm reported. A new needle was obtained for use.